Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat an existing free perforation in the proximal left anterior descending coronary artery, a 3.0 x 26 jostent graftmaster otw covered stent delivery system was unable to cross and treat the perforation. As a result of the failure to cross, the perforation was not sealed and surgical intervention was performed. As of (B)(6) 2013, the patient remains in the cardiovascular critical care unit. No additional information was provided.

Event description:
Updated description: it was reported that the procedure was to treat a heavily tortuous and heavily calcified proximal left anterior descending artery. A 2.75 x 18 mm xience xpedition was advanced to the lesion; however, it could not cross. A non-abbott stent was implanted and a non-abbott balloon catheter was inflated to 22 atmospheres for post-dilatation when a perforation occurred. As a result of the failure to cross, the perforation was not sealed and surgical intervention was performed. As of (B)(6) 2013, the patient remains in the cardiovascular critical care unit. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that hemorrhage, are listed in the otw graftmaster instructions for use (IFU) as potential adverse events that may be associated with the use of jostent coronary stent graft procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. This is a duplicate of MFR report # 2024168-2013-03520.